Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the likely cause for the falsely elevated tacrolimus results is heterophilic antibody binding. The pattern of results remaining elevated after the suspension of tacr treatment is highly supportive of non-specific binding antibodies in the patient samples. The IFU for the tacrolimus flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. Antibodies to ss-galactosidase can be encountered in samples as a consequence of bacterial infection and may produce falsely elevated results which may not be consistent with clinical evaluation. The assay has been designed to minimize interference from antibodies to ss-galactosidase. In very rare instances, immunoassays may produce falsely elevated or decreased results due to other patient-specific interferents. Complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. Confirmation of unexpected or atypical results by an alternative methodology is recommended prior to any adjustments in tacrolimus dosage." Siemens requested samples from the laboratory for confirmation in siemens laboratories of the non-specific binding/heterophilic antibodies. Siemens was told that there was insufficient volume of the infant samples to provide for investigations.

Event description:
Discordant elevated tacrolimus (tacr) results were obtained on a series of samples from a liver transplant patient over several days. The results were reported to the physician who questioned the later results in the series. The samples were rerun on an alternate instrument (alternate methodology) and lower results were obtained. Patient treatment was changed on the basis of the first patient sample results. The physician suspended the tacrolimus treatment on the basis of the initial high results. There was a report that the patient began showing symptoms a few days later and had laboratory indicators of moderate liver transplant rejection after the treatment change.